Manufacturer narrative:
The insulin pump received with currents in spec. Device passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked and cracked lcd window. Device received with a grinding motor noise during rewind due to faulty motor. Device was monitor and no unexpected audio/beep anomaly noted. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was beeping sluggishly and sounding as if the device were going to stop functioning. The beeps have become progressively louder. The customer's blood glucose was in the 500 mg/dl range. The patient treated via insulin pump bolus. Troubleshooting was declined for the high blood glucose. Additionally, the patient experienced a 30 mg/dl reading over the weekend. The customer stated that she believed the device was over-delivering due to the sounds it was making. The insulin pump was returned for analysis.